Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The vent monitoring board, inspiratory flow control valve and the harness from the vent monitoring board to the flow sensors were replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported an over delivery of tidal volume. There was no report of patient involvement.

Manufacturer narrative:
Per additional info received the reported event affected the monitoring value not the amount of tidal volume actually delivered. The unit continues to ventilate and alarms remain functional. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. The initial reported event was not reportable.